Manufacturer narrative:
The philips field service engineer (fse) evaluated the device. The reported issue was not duplicated. However, the event log revealed "check vent: backup alarm failed" had been recorded. Following the evaluation of the device, the fse replaced the cpu pcba as a preventive measure. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device had a ¿backup alarm failed¿ alarm. This event was reported to have occurred prior to patient use. There was no delay to therapy; the device was swapped with an alternate ventilator.

Manufacturer narrative:
The cpu pcba was returned for failure analysis. The reported problem could not be reproduced.